Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 02/20/2024, it was reported that the patient experienced vomiting and nausea and stated she had dka. At that time the cgm reading was 280 mg/dl. As the severity of the symptoms did not match the cgm reading, the patient called an ambulance. When the paramedics arrived, the patient was treated with intravenous insulin and was brought to the hospital. When the patient arrived at the hospital the sensor session was stopped, a fingerstick was taken and the blood glucose reading was 386 mg/dl. The patient was admitted initially in the ICU unit for 3 days and then was transferred to a different department for 2 more days. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5: describe event or problem- correction

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 02/20/2024, it was reported that the patient experienced vomiting and nausea and stated she had dka. At that time the cgm reading was 280 mg/dl. As the severity of the symptoms did not match the cgm reading, the patient called an ambulance. When the paramedics arrived, the patient was treated with intravenous insulin and was brought to the hospital. When the patient arrived at the hospital the sensor session was stopped, a fingerstick was taken and the blood glucose reading was 386 mg/dl. The patient was admitted initially in the ICU unit for 3 days and then was transferred to a different department for 2 more days. At the time of contact, it was indicated that the patient was stable. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.